Event description:
While using a stryker command 2 impaction drill and a stryker core impaction drill - both electric - the bur guard that protects the shaft of the drill bit "froze up" by binding to the bur shaft while rotating at maximum rpm. In one case, the bur guard broke at the point of binding and the end of bur guard rotated with the bur causing a rotational abrasion "burn" to the upper lip. This happened within a split second before the bur completely froze. The second incident did the same thing except the bur "melted" into the bur guard. Fortunately, the bur guard did not break and rotate at the end and no injury resulted. Both bur guards are plastic and had an "expiration date", one of which had expired, the other was almost new.